Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead and two right ventricular (rv) leads (one active, one redundant) due to bacteremia, cied system/pocket infection, and redundant lead. A spectranetics lld ez lead locking device (lld ez) was inserted into the active rv lead, and lld #2's were inserted into the ra and redundant rv to provide traction, along with use of suture. Beginning with a spectranetics 12f glidelight laser sheath and spectranetics small visisheath dilator sheath on the active rv lead, the lead was removed without issues. Next, a 14f glidelight and a medium visisheath were used on the ra lead, where progress stalled at the innominate/superior vena cava (svc) junction. Switching to the remaining rv lead with the same glidelight and visisheath, no further advancement could be made. Upsizing to a 16f glidelight with a large visisheath on the rv lead, progress was achieved and the rv lead was extracted. Switching back to the ra lead with the same 16f glidelight and large visisheath, the devices were in the innominate/svc region when the patient's blood pressure dropped and an effusion was detected via intracardiac echocardiography (ice). Rescue efforts began, including chest compressions, rescue balloon, pericardiocentesis (draining off 300 cc blood), and sternotomy. An innominate/svc perforation was discovered and repaired with suture, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth unk. A4): patient's weight unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, serial number, expiration date, and manufacture date. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): perforation of vessels and great vessel perforation are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.